Event description:
It was reported, that the wake button was sticking and that the battery gauge was fluctuating. Customer declined to troubleshoot the issue with tandem technical support. Therefore, the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.